Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual examination of the provided photos identified fractured pieces. Only the fractured piece image was provided and not the whole device. No product was returned or additional pictures provided; further visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided of the intraop image but were not sent for further review as the picture of the inserter fracture was provided and submitting for review would not further aid the investigation. A definitive root cause cannot be determined. The reported event is confirmed with provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: china. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device was fractured during a procedure and a portion was retained by the patient. The surgeon was unable to remove and there are no plans to intervene in the future. No patient harm was reported. Attempts have been made and additional information on the reported event is unavailable at this time.